Event description:
It was reported the rf (radio frequency) head would not work. It was also reported the header sometimes would not find the patient's device when they tried to interrogate. The rf header was swapped out and the new rf header would work fine. The rf head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the rf (radio frequency) head would not consistently interrogate. Moving cable near head would have a loss of telemetry; intermittent cable failure.